Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced stress urinary incontinence. Intrinsic sphincter deficiency, cystocele and mixed urinary incontinence. An add'l implant of a mesh product was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.